Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operation the right ventricular (rv) lead exhibited high impedance. The physician attempted to explant the lead but due to patient hypotension state, during operation, the physician abandoned the procedure. The lead remains in use and will be monitored by the physician. No patient complications have been reported as a result of this event.